Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008068, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008068 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05715 was manufactured according to the wi version 34 and manufactured in the machine ls07-ls06 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05716 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 10-jul-2024, with a total of (B)(4)units. The sub-assembly, welding of the lot 4g00932 was manufactured according to the wi version 34 and manufactured in the machine ls07-ls06 on 17-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05717 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 09-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4g03676 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 17-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05718 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 08-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05699 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05698 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 09-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05696 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 08-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05697 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 08-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05701 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05700 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 11-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4g00922 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 16-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4g00923 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 17-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4g00924 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 17-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4g00925 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 18-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.